Event description:
It was reported by the patient's wife who stated that the irritation started around (B)(6) 2021 on the cervical area from the 72r electrodes. No cover patches. The skin is red and itchy with blisters and welts. The skin irritation is strictly under the electrodes. The patient changes and rotates the electrodes every 2 days. The area is cleaned with cetaphil cleanser and water. No wipes. The patient has very sensitive skin. No known allergies. No seasonal allergies. No new products. No blood pressure medication. The patient went to the dermatologist on friday. The doctor said it was contact dermatitis. The doctor prescribed triamcinolone acetonide .1%. The patient will start the time test once his skin is completely healed. Sending 63b electrodes and usps pouch to the patient.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.